Event description:
It was reported that the patient presented with a complaint of syncope. Device interrogation revealed noise oversensing causing pacing inhibition possibly due to insulation breach on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.